Event description:
It was reported that the patient had their device replaced due to battery depletion ifi=yes. The patient believes that the battery depleted too quickly. The patient's programmed settings and diagnostics were noted before surgery. These were used to perform a manual battery life calculation along with the available programming history. It indicated 4.8 years remaining until eos=yes as of (B)(6) 2016. The explanted generator was received on 11/08/2016. Analysis is underway, but hasn't been completed to date. No additional relevant information has been received to date.

Event description:
Analysis was performed on the generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was measured at 3.051v. The final electrical test, shows an ifi=no condition. The data revealed that 37.451% of the battery had been consumed. A visual analysis was performed on the generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. There were no performance or any other type of adverse conditions found with the pulse generator. Additional testing is on-going to evaluate battery performance and has not been completed to date. Attempts at additional information have been made, but no additional relevant information has been received to date.

Manufacturer narrative:
Evaluation codes (refer to coding manual), corrected results code: previous supplemental MDR #2 incorrectly submitted as the results.

Event description:
Additional analysis was performed on the generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was measured at 3.051 volts and shows an ifi=no condition. Additional programming history from a company representative revealed that at the date of surgery, the generator was in fact at ifi=yes and had a voltage of 2.784v. Therefore it seems the voltage jumped back up between the time of explant and analysis. The cause of such an event was found to be either a transient short involving the generator battery or a random component failure.